Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The father reported via phone call that the customer received a no delivery alarm. The customer's blood glucose was 372 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a plunger push, but there was greater than normal resistance. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set connection was severed. The reservoir will not be returned for analysis.